Manufacturer narrative:
(B)(4). Batch # t5d28g. Additional information was requested, and the following was obtained: can you please provide more event details? For the first ntlc75 device: did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Ok. For both ntlc75 devices: can you please explain more what is meant by the ntlc75 devices broke? The grey button broke. Did any part of the device break and/or break off? Yes, grey button if yes, please explain. If yes, did any pieces fall into the patient? No. If yes, were all pieces retrieved from the patient? Na. If yes, will these pieces be returned with the device(s)? Na. Also, did the same issue occur with both ntlc75 devices? Yes. If not, please provide separate details for each ntlc75 device. Na. What is the current patient status? Well. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Device analysis: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the knife exposed and the proximal 37 drivers up and the remaining drivers were down with staples present; the swing tab in the locked position. No functional test could be performed due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a colectomy, when firing the second reload of the ntlc75, the device blocked and broke. They took another ntlc75 and new reloads, but when firing the device broke. So, they had to complete the procedure with a tlc75. Anastomosis had to be stopped, re-done and therefore the surgery took one additional hour.